Event description:
It was reported that during a farapulse procedure, the stopcock of a versacross sheath was observed to be damaged. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.